Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with juvéderm® volbella¿ with lidocaine in the lips (around 0.5ml in the upper lip and around 0.3ml in the lower lip). Ice was used post-treatment. Patient was concomitantly using antihypertensive drugs. About 2 hours later, patient experienced what looked like an allergic reaction, in detail it was a huge oedema starting from the upper lip all the way to the nose. Hcp suspected allergic reaction. Hcp prescribed the patient some cortisone, methylprednisolone. Patient had to go to the emergency room and was admitted to the hospital. After 12 hours the problem was resolved.